Event description:
As reported by the user facility: customer reported over infusion; infusion running sodium chloride 100 ml reports ran in too fast, no patient injury, unable to give any more information about incident. MFR - 9610825-2014-00236.